Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the force bipolar instrument for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, customer reported that when the force bipolar instrument was bent at a particular angle the hinges of the instrument would "pop out" and get caught on peritoneum multiple times. Intuitive surgical, inc. (Isi) followed up with the initial reporter. The surgeon was controlling the force bipolar instrument with the left arm, the instrument was grasping the peritoneum flap when the tissue would get stuck within the hinges. The surgeon utilized the monopolar curved scissors (mcs) instrument in the right arm to peel back the peritoneum flap away from the hinges. The tissue did not remain stuck within the hinges of the force bipolar instrument but noted that the tissue would occur intermittently throughout the procedure was the hinges continued to pop "in and out". The surgeon chose to continue to use the same force bipolar instrument for the remainder of the procedure. There was no unexpected tissue removal due to the event, no unexpected bleeding occurred, no fragments fell into the patient. The customer denied that the instrument collided with any other instrument or tools, no faults or errors throughout the procedure. The instrument was inspected prior to use and no abnormalities were noted. The instrument will not be sent back to isi for further evaluation.